Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. The right ventricular lead exhibited high capture thresholds and failure to sense. During the procedure, it was noted that the helix failed to extend. The lead was removed and replaced. The patient had no adverse consequences, recovered, and was awaiting discharge.

Manufacturer narrative:
The reported events of increase capture threshold and loss of sensing were not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.